Event description:
It was reported that the patient alert sounded due to the right atrial (ra) lead having low impedance post device change-out. It was indicated that prior to the device change-out, the ra lead impedance was in the 500 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.